Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After a 014x175 non bsc guide wire crossed the lesion, predilation was performed using a 2.0x20mm coyote es otw balloon catheter and a 5.0x20mm non bsc balloon catheter. It was noted that there was still an indentation of the lesion. An 8.0x20x75cm express¿ ld vascular stent was advanced to the lesion however crossing difficulty was encountered due to strong resistance. It was then noted that the stent had slightly moved on the stent delivery system balloon. The procedure was completed using an 8x30x80mm non bsc stent. No patient complications were reported and the patient' status was good.